Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure, during which mesh was implanted in 2010? The diagnosis and indication for the initial surgical procedure? Product code and lot number? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications onset date/time of the pain from initial surgery in 2010? Location and character of the pain? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? In the report, there is a statement regarding medical history that ¿ nb complicated by separate open rectopexy earlier and chronic constipation¿, please clarify following: when was the open rectopexy performed? What does abbreviation ¿nb¿ stand for?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2010 and the mesh was implanted. Since insertion, the patient experienced pain. It was also reported that the pain aggravated by full bowel. On (B)(6) 2018 the left proximal arm of mesh was cut to relieve possible tension. The device is currently in vivo. Additional information has been requested.